Event description:
Initially, it was reported to manufacturer that the vns patient was scheduled for surgery to replace the vns device due to a fractured lead wire. Further follow up with the referring neurologist revealed that a lead fracture is suspected due to high lead impedance resulting from a system diagnostic test at a follow up visit. X-rays were taken, however, the observations in the x-rays were not communicated, and the x-rays are not available to be sent to manufacturer for review. There was no report of any causal or contributory patient manipulation or trauma to the device site. The patient subsequently underwent surgery where the device was replaced. The explanted lead and generator have been returned to manufacturer where analysis is underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.